Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. Solidified inflation medium was noted within the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified inflation medium within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified inflation medium before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted leaking from a longitudinal tear in the balloon material. The tear was noted to begin approximately 9mm proximal to the proximal edge of the proximal markerband and extended distally across the balloon material for approximately 65mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.